Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the serum expanded after centrifuge. This occurred 2 times. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated a poor gel barrier separation. Additionally, a total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality for the month of march 2025 were not under statistical control therefore factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on photo analysis. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the serum expanded after centrifuge. This occurred 2 times. No patient impact reported.